Manufacturer narrative:
(B)(4). Obturator inserted through the sleeve. The analysis results found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy and appendectomy procedure, the device was unable to maintain pneumo. The device was hissing and also caused visibility problems for the surgeon. The flow rate was between seven and nine liters and would occasionally jump up to twelve liters, and never up to fifteen. They were unable to identify where the leak was coming from. The device was leaking with or without a device inserted. The trocar was being torqued, but it did not matter if it was being torqued or if they tried to hold it straight, it would still leak and hiss. Another device was used to complete the procedure. There was no adverse consequence to the patient.